Event description:
Caller states that the device read 50mg/dl, 38mg/dl, and 420mg/dl back to back. No treatment was recieved. No quality controls were used. Customer reportedly takes multiple strips out of the vial at the same time and puts used strips back in the strip vial requested return of suspect device and replacement was sent.